Event description:
It was reported that the customer removed the sensor and the customer noticed that the electrode had detached from the base. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time, we therefore, consider this report complete to the best our knowledge.